Manufacturer narrative:
A review of the device history records of the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were two additional complaints associated with the lot for the reported issue. One probe sample was returned for evaluation for the report of not cutting during the start of the surgery. The returned sample was visually inspected and deemed conforming. Actuation testing was performed and deemed nonconforming. Aspiration testing was performed and deemed conforming. Cut testing was performed and deemed conforming. The probe was disassembled and the components inspected. There was approximately 5 minutes of wear on the inner cutter when compared to the cutter wear visual standards. There was no resistance felt when removing the inner cutter from the needle. Wear marks were present at the bend area and at several places along the front of the inner cutter. The actuation test was repeated on the disassembled probe and the test was then deemed conforming. The complaint evaluation did not confirm the probe had a cut issue. The probe performance testing met specification for cut and aspiration. The complaint did confirm the probe actuation was nonconforming in the condition the sample was received back. The probe did initially actuate to specification and was used only in surgery for approximately 5 minutes. The reason for the actuation failure appears to be from the interference between the inner cutter and outer needle as evident by the numerous wear marks on the inner cutter. The root cause for what created this interference cannot be determined from this evaluation, but does not appear to point to a manufacturing issue. When this probe was disassembled and the interference eliminated, the actuation testing was then found to be conforming. No specific action with regard to this particular complaint was taken because the root cause for the actuation failure cannot be determined and the cut performance met specification. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the cutter probe did not work during surgery. The probe was replaced and surgery completed with no patient harm reported. Addition information and sample have been requested.